Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with inflammation extended beyond the patch perimeter. The arm was swollen and the hand looked dark red, he could not open and close his hand. There was no treatment information provided. It was documented that the patient was hospitalized but the information related to the medical information was not provided. The patient was hospitalized with suspicion of stroke. Follow up attempts with the patient were made multiple times to obtain further details and clarification regarding the incident, but contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.